Manufacturer narrative:
Thermogard xp ivtm system (s/n (B)(4)) was evaluated at the customer site. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the initial functional testing and event log review. The air trap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. During visual inspection, no physical damages were observed. Archive event log data was downloaded and noted several mid 09 (air trap assembly) error messages during reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported during patient use, thermogard xp ivtm system (sn (B)(4)) generated mid 09 (air trap assembly). The customer was unable to clear the mid:09 error message. Based on additional information, the thermogard xp ivtm system error message was cleared in the field by a zoll service technician. Patient treatment was continued after two hours of delay. No known impact or patient consequence was reported.